Event description:
A pt's follow up was performed due to ICD shock delivery. Surface ECG showed marked bradycardia (36 bpm), confirmed by a 24 hour holter record made on the same day. 3 days later, another pt's follow up was performed. Interrogation of the ICD by a programmer showed that 'end of service' indicator was displayed. The ICD was explanted.